Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous brachial artery. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch number is a match to the complaint batch number. The device showed signs of use. The sterling was inflated, and a pinhole was confirmed 3.9 cm from the distal tip. A kink of the shaft under the balloon was seen 3.9 cm from the tip.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous brachial artery. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient injuries reported and the patient condition was good.